Event description:
Customer reported the system intermittently will not fluoro. Lose images, and displays a hard disk error. No patient injury was reported.

Event description:
It was reported that during an unknown procedure, the device was used for a couple of minutes and it started firing two clips at once. No other details were provided.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.